Manufacturer narrative:
Occupation: administrator/ supervisor upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported through a direct call from the customer to the emergency support program a clotted sensation plus 50cc intra-aortic balloon (iab) inner lumen following prior troubleshooting of a fiber-optic sensor failure. It was reported inability to flush or aspirate the inner lumen. No patient harm or injury was reported.